Event description:
It was reported that a patient had a return of pain symptoms due to loss of therapeutic dosing. Per the reporter, it was decided that they were going to check the catheter. The pump contained an opioid medication. It was later reported that the physician tried to aspirate the catheter access port (cap) using fluoroscopy. The physician stated he felt "some type of blockage" and was not able to access the cap. The physician tried two (2) different cap access kits. He stated that he was "right over cap". The pump was able to be filled (B)(6) so he believed that the pump was not flipped. He also stated that they tried to reposition the patient was pulled back "blood-tinged fluid". The physician believed something was blocking entry into the cap and was not able to determine why the needle would not go "right through the blockage". The treatment plan for the patient is to open the device pocket site at a future date. If an obstruction is found, the pump will be replaced. The patient was sent home and awaiting surgery.

Manufacturer narrative:
(B)(4).